Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower motor shaft and impeller of the blower assembly were seized up and would not rotate when powered. The phase resistance on one coil wire exceeded the specification. The phases had an electric connection to the motor housing with the resistance varying when rotating the impeller. No further testing will be performed on this blower assembly in the fi lab. The unit will be returned to our vendor for a full analysis on the blower and motor.

Event description:
The customer reported that the ventilator alarmed with patient circuit occluded even when there's no patient circuit connected. The customer reported there was no patient involvement.